Manufacturer narrative:
The insulin pump passed the displacement, prime/ compromised force sensor and excessive no delivery test. There was no excessive no delivery alarm noted. However, pump received with missing segments due to cracked lcd zebra connector.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had keypad anomaly, no delivery alarm, and display anomaly. The blood glucose at the time of the incident was 334 mg/dl. The customer states the pump had a line going across the display and a no delivery alarm. The customer performed troubleshooting was not able to resolve the no delivery alarm. The customer stated the buttons were unresponsive and he received a motor error on september 19. The device will be returned for analysis.